Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level was over 400 mg/dl. The customer would changed infusion set to address the issue. Customer continued using the current pump.